Manufacturer narrative:
Based on the claim against the product by the customer noting degraded image quality, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the problem. The light guide cable was checked, and the light guide cable terminator was "burnt out." Fse confirmed an issue with the lamp module and the light guide cable. The issue was resolved by replacing the suspect light guide cable and the lamp module. The system was retested and verified as ready for use. The complaint regarding degraded image quality was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the displayed image was allegedly dark. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a third-party illuminator. No other troubleshooting was performed. There was no injury to the patient.